Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected downstream occlusion, which was not reproduced. Evaluation found the downstream sensor readings to be below specification, which are a known contributor to undetected downstream occlusions. The downstream sensor was replaced to correct the condition. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect a downstream occlusion when an occlusion was present. There was no patient involvement.